Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the errors. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted pediatric colectomy surgical procedure, the customer encountered an error c-34. The customer power cycled the erbe, but the issue persisted. The customer replaced the erbe with a spare electrosurgical generator unit (esu) to continue with the procedure. The procedure was completing as planned without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis (fa). The vio integrated electrosurgical unit (iesu) generator was analyzed and the reported failure was confirmed and reproduced. Fa found multiple errors in the logs. On startup, the unit displayed error c-34. The top left corner of the front bezel had a crack.

Event description:
Refer to h10/h11 for follow-up information.